Manufacturer narrative:
The power issue on the thermgard ivtm system was resolved by the customer's biomed representative, the fuses were replaced. The system is functioning properly.

Event description:
During shift check, thermogard ivtm system (serial # (B)(4)) would not power on. No patient involvement.